Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device investigation summary: during the evaluation of the sample, a tear was identified which measured approximately 4.4 cm running from the anterior aspect to the posterior aspect. Since the authorization for return and examination of medical device form was not signed and / or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: not applicable. Intraoperative rupture. Device replaced during the same procedure. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 350cc mentor memorygel breast implant ruptured during a breast augmentation revision on (B)(6) 2019. The ruptured implant was replaced by a like device during the same procedure. There were no reported procedural delays or patient consequences. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.